Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii would not deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product was returned for investigation.

Manufacturer narrative:
Investigation results: the device showed signs of clinical usage and evidence of blood. The loading devices was not returned. The green slide lock and white plunger were depressed on the delivery device. The tension spring assembly, tether, anchor tab, and untraveled seal were returned outside of the delivery tube. Based upon the eval results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk at this time. (B)(4).